Manufacturer narrative:
H.10. Patient details were requested but not provided due to customer privacy submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device battery stopped being recognized and the device rebooted during emergency patient use. Another device was used to treat the patient. We are considering this event to be a serious injury based on the report that the emergency treatment was interrupted requiring the use of another defibrillator. There was no harm to the patient. A philips field service engineer (fse) evaluated the device. The reported issue was not confirmed, however, because the issue was intermittent, the fse traced the issue to the processor pca. No ECG monitoring strips or case event files were provided to philips for review. The fse ordered a replacement processor pca. The customer was informed of part availability and the part will ship once it becomes available. The device remains at the customer site

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device battery stopped being recognized and the device rebooted during emergency patient use. Another device was used to treat the patient. Additional details have been requested. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.